Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed a hand prime using a new lab reservoir. Reliability analysis found occlusion at the quick release connection septum site and were unable to confirm that the customer received the infusion set occluded due to customer returning an opened/used product. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was 136 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer changed out their complete set and was able to resolve the no delivery alarm issue. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.